Event description:
Healthcare professional reported "baker grade 3 caps" against right device. The device remains implanted.

Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: baker grade 3 capsular contracture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2022, with lot number 3399657. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed, white particles were observed, on the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "baker grade 3 caps" against right device. Device has been explanted and replaced.